Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: prior to use on the pt, it was noticed that the top layer of the expandable sleeve seemed torn. The trocar was not inserted into expandable sleeve before noticing the tear. The operating time and incision was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).